Manufacturer narrative:
Follow-up #1: date of submission 01/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2013 with the following findings: the text on the display screen was dim/faded and discolored. The contrast setting was at the maximum setting of '10'. Unrelated to the display issue, the battery compartment was cracked at the opening of the battery chamber extending down to the primary seal. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. There was no issue with a loss of power and no evidence of moisture damage in battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that the display had dimmed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.